Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r4142u, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide further details on the patient outcome? The patient is stable now. It was reported there was bleeding and that the procedure was delayed about 40 minutes. How much blood was lost (ml)? Unk. Did the patient require a transfusion? Unk. Was there any patient consequence as a result of the procedure being prolonged/delayed 40 minutes? No other patient consequence. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? Unk.

Event description:
It was reported that during the resection of rectal cancer, used cdh29a to do anastomosis of rectum and colon, after squeezed down the firing trigger with audible feedback, noted some staples malformed, and the patient was bleeding. Used suture to over-sew and stop bleeding. Surgery was delayed about 40 minutes. The patient is stable and, in the hospital, now.